Manufacturer narrative:
The closurefast catheter was returned inside a shelf label carton. No ancillary devices, cines images or procedural notes were received for evaluation. The device was visually examined. It was observed, under microscope, that damage and an unknown burnt residue were present on the catheter coil area. The coil was also kinked in multiple places and the fep was torn and pulled off the coil area. An unknown plastic could be seen melted to the coil and the coil was exposed as a result of the torn <(>&<)> burnt fep.

Event description:
It was reported that the physician used a closurefast to treat 4 segments of the anterior lateral accessory vein. The IFU was followed and the device was not reprocessed. The physician then intended to use the same device to treat the great saphenous vein(gsv). Before proceeding to the gsv, the physician noticed that the thermocouple had melted. A new catheter was opened and the physician proceeded to successfully treat the gsv with this new catheter. No patient injury was reported.